Event description:
It was reported that the patient underwent an initial left hip hemiarthroplasty. During the surgery, the femoral shaft fractured while hammering the femoral stem. The fracture was stabilized with cerclage wiring. The patient was placed on weight bearing restrictions for four weeks postop. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Source: foreign: (B)(6). Source: journal article: conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Takuya nakamura, toru yamakawa , junji hori , hisataka goto , akihiko nakagawa , tetsuro takatsu , naoki osamura , atsushi saito , keisuke hagio and kanto mouri. Journal of orthopaedic surgery: doi: 10.1177/23094990211063963. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.